Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested, however were not received.

Event description:
It was reported that norepinephrine, vasopressin, fentanyl and a sodium bicarbonate were all infusing at unspecified rates when the user noticed that the devices alarmed for system error. The user quickly switched the norepinephrine and vasopressin infusion to another device, as a result the patient experienced a slight drop in blood pressure requiring an increase titration of norepinephrine. The report provided by the customer stated 'additional patient care' was provided. Although requested, no further information or details of the event were provided.

Manufacturer narrative:
The customer¿s stated issue of ¿system error¿ was confirmed through a review of the logs and through testing. Review of the pcu error log showed a system error 800.8000 occurred on 26may2019 at 11:35:47 am. Review of the pcu event log showed a safety clamp open alarm occurred while programming an infusion of fentanyl. The start key was then pressed in quick succession to start the infusion and clear the alarm for safety clamp open. Functional testing confirmed that key press replication produced a system error alarm on the customer¿s pcu which displayed 255-16-275 and and an 800.8000 was recorded in the error log. All connected devices scrolled ¿communication error¿ all pump modules continued to infuse in this state. The root cause was as a software anomaly that can occur when the user selects two functions at the same time or in rapid succession. In this case, a ¿safety clamp open¿ alarm occurred while programming an infusion of fentanyl and then in rapid succession, the start button was pressed. This set the pcu in a state that can cause a system error the next time the device is selected, and an infusion is attempted to be started.

Event description:
It was reported that while norepinephrine, vasopressin, fentanyl and sodium bicarbonate were all infusing at unspecified rates/dosages, the devices alarmed for system error. The clinician quickly changed the norepinephrine and vasopressin infusions to another device, and as a result the patient experienced a slight drop in blood pressure requiring an increased titration of norepinephrine. The report provided by the customer stated 'additional patient care' was given, however although requested, no details or information of the event were provided.